Event description:
The hill-rom field technician found that the brakes would not hold on this bed. He found that the casters were out of adjustments due to the age of the bed. He adjusted the casters to correct the issue. No incidents or injuries were reported.